Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked lcd zebra connector and also received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube treads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer reported that there were lines missing on the screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.